Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was a "failure to deploy" with six (6) proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received: it was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the foot of four of progilde devices did not fully retract and caused a "massive irregular hole in the artery when removing the device". An unspecified failure occurred with three (3) other proglide devices. "The knots did cinch down, and we were able to close one arteriotomy percutaneously but the other had such a large hole we needed to cutdown and repair with a patch after the fevar was complete." No additional information was provided.

Manufacturer narrative:
Visual analysis was performed to the returned device. The reported insufficient information was observed as a needle to cuff miss. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.